Event description:
Triple neg breast cancer, bilateral mastectomy ((B)(6) 2014), chemo and silicone breast implants ((B)(6) 2014) I developed immediately after implants full body rashes followed by chronic fatigue leading up to (B)(6) 2016 sharp burning pain in my left implant followed by systemic poisoning. I had the implants explanted (B)(6) 2016. I am left with nerve/muscle damaged an array of chemical and food allergies.